Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The instrument was returned for evaluation, and visual inspection identified that the fractured tip was not returned for evaluation. The strike plate had impact marks and prongs showed dents. Device history record (DHR) was reviewed and no discrepancies were found. A definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was attempting to use the instrument to insert the glenosphere, the inserter fractured when it was struck with the mallet. Fractured pieces fell into the patient and were retrieved. Attempts have been made and no further information has been provided.